Manufacturer narrative:
In a review of published literature, the following findings were noted: hirofumi midorikawa et al., "short-term outcomes of tevar with gore tag for thoracic aortic aneurysm." Journal of angiology, vol. 50. Suppl. Pages 155 (2010.09). A review of the manufacturing paperwork could not be performed as the lot number was not available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On an unknown date, two patients underwent an endovascular procedure using gore® tag® thoracic endoprosthesis to repair a thoracic aortic aneurysm. During the procedure the two patients experienced damage of iliac artery, and the damage was surgically repaired. The patient tolerated the procedure.

Manufacturer narrative:
Added patient information. Updated date of event. Updated event description. Added patient's medical history. Updated device information. Updated 510k number. (B)(4).

Event description:
On (B)(6) 2006, the patient underwent abdominal aorta replacement surgery with a y-shaped surgical graft. On (B)(6) 2008, the patient underwent thoracoabdominal aorta replacement surgery with a straight surgical graft. There remained a portion of the native abdominal aorta between the two surgical grafts. On an unknown date, a pseudoaneurysm was identified between the two surgical grafts. On (B)(6) 2009, the patient underwent an endovascular procedure using gore tag thoracic endoprostheses to repair the pseudoaneurysm. The devices were inserted from the left side through the 20fr gore introducer sheath with silicone pinch valve (ts2030/06515351) introduced into the left leg of the y-shaped surgical graft, and implanted with no issues. There was some resistance during advancement of the sheath; however the sheath was successfully advanced to the intended position. The final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure. On an unknown date in 2009, femoro-femoral bypass procedure was performed to secure blood flow to lower extremity being blocked by stenosis found at one leg of the y-shaped surgical graft. The cause of the stenosis was unknown; however the literature states that the access route was damaged. The patient tolerated the procedure.